Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) shows that the space-oar was posterior to the gland but extends 30% along the anterior anus. The gel is possibly touching the exterior of the anus anteriorly there was no patient complications reported as a result of this event. The patient condition was asymptomatic. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 20jan2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed